Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.